Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Sales rep reports that a few weeks after surgery, 2 screws have broken.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed via x-rays. All broken locking screws were classified as primary products during investigation. Technical evaluation: no deviations were found during review of the manufacturing and inspection documents (DHR). The screws were documented as faultless prior to distribution. An investigation of all broken screws was not possible because they were not provided. Clinical evaluation: all available information was evaluated by a medical expert. Excerpt of the assessment: "final conclusion: based on the presented data, the breakages of the distal locking screws were caused by early overloading in a completely unstable fragment constellation with insufficient fragment reduction.¿ non-unions and post-operatively loads are listed as adverse effects in the IFU. Furthermore, the operative technique includes the correct handling and combination of the implants. If other listed adverse effects, like intra-operatively implant damages, obesity or diabetes, did also contribute to the screw breakages is unknown due to missing information. No non-conformity identified; no previous or actual actions are in place. Device was not available.

Event description:
Sales rep reports that a few weeks after surgery, 2 screws have broken.